Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.